Event description:
It was reported that it was noted that the intraocular lens (iol) was tight upon trying to inject it from the cartridge. Once in the patient's right eye, a large central defect was noted and the lens had to be explanted during the same procedure. Another lens of same model and diopter was used as the replacement iol. There was no injury, but just required longer recovery due to more corneal edema. The patient is now fine. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.